Manufacturer narrative:
D10 concomitant product: scg7ab, sonicision 7 generator b scg7ab (B)(6); scba, battery scba (serial#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a broken waveguide. The broken piece was not returned. It was reported that there was no activation during the procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The waveguide was damaged due to excessive side torque during use, which caused it to come into contact with the clamping jaw, weakening the structure. Continued use then led to a crack propagating through the waveguide, ultimately resulting in device failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic myomectomy procedure, the device stopped working after approximately 30 minutes of use when activation was attempted, and a red light appeared on the generator. The case involved a large, tough fibroid and was described as difficult. An activation issue was noted, and it was not recalled if a pulsing sound was present. There was no dissector break. Another battery was installed onto the handpiece after the case, but the device would not function and had blue and red flashing led and 6 pulses. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide. The broken piece was not returned.

Manufacturer narrative:
Additional information: g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a broken waveguide. The broken piece was not returned. Functional testing found that the troubleshooting identified the broken waveguide was due it being excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that there was no activation during the procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.